Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother reported that the sensor insertion caused the patient to bleed. It was indicated that the patient was length of time the patient was bleeding was 5 minutes and the patient¿s mother treated the area by applying pressure. At the time of contact, the patient¿s mother stated that they were at urgent care and was seeking medical assistance for the bleeding but was not seen yet. No additional patient or event information is available.